Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the balloon over the ro marker. This failure is likely due to problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. Therefore, the most probable root cause is design inadequate for purpose. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, prior the procedure, it was noted that the balloon was leaking. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.